Event description:
Blood lines connected to pt. Treatment started. Venous luer lock connector on blood line began to leak unnoticed for 20 minutes. Pt lost approximately 50-100cc of blood. Luer lock connector was re-tightened and treatment was resumed without further incident.